Manufacturer narrative:
The customer returned the meter and test strips where they were tested using retention controls: testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs professional meter with serial number (B)(4). The patient was tested on the meter initially with a result of 7.4 inr. Since this result was high, the patient was re-tested on the meter within 15 minutes and the result was 5.4 inr. The customer then took the same lot of test strips and tested the patient on a different coaguchek xs meter and the result was 7.5 inr. Based on this, the customer thought the results of 7.4 inr and 7.5 inr were correct and withheld the patient's warfarin dose. The patient's therapeutic range is 2. 0 - 3. 5 inr. The customer discarded the first drop of blood; the customer was advised to use the first drop of blood when testing with a capillary sample. There was no allegation that an adverse event occurred. The patient is fine. The meter and test strips were requested for investigation.